Event description:
It was reported that (1) device was used during a whipple. It was reported by the affiliate that the tlc55 was properly placed on the duodenum and after that, the firing knob could only push forward 2cm and then it blocked. The firing knob was returned to the "home" position and the tlc55 was opened and removed from the abdomen. Another tlc55 instrument was used to complete the case. There was no consequence to the pt.